Event description:
It was reported that there was an alert that a high voltage was detected on the shock lead during a charge, on the implantable cardioverter defibrillator (ICD). Daily shock lead impedance (sli) measurements of the right ventricular (rv) lead have been high historically. The highest being about 131 ohms, in past six months. Data analysis found that the high voltage during charge alert, occurred three times in succession, during a scheduled capacitor reform. This suggests an internal component issue. However, it was noted that this is unrelated to the shocking impedance. The device ultimately was removed and replaced. During the surgery, the rv sli was measured at about 49 ohms. The rv lead remains in service. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.